Event description:
The rod was implanted on (B)(6) 2012. Patient was lengthened to the prescribed length and has been consolidating for 3 months. An x-ray taken during a follow-up visit showed a small loss of distraction of 6mm. The rod was not explanted; the patient will re-lengthen the rod 6mm to regain the amount lost.